Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited under-sensing. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported complaint of false pause and bradycardia episodes was confirmed. These false episodes were triggered due to small r wave amplitude. Reducing r wave sensing max sensitivity may help reducing the number of false episodes. The device is performing as designed and there is no malfunction suspected.